Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A third olympus hygiene microbiological investigation (hmi) on the repaired device is expected but the device has yet to be returned. During the device evaluation, the distal end was found to be corroded/foreign material adhered to distal end, foreign material adhered to forceps elevator, and the inside of the light guide lens was dirty, which were identified as a reportable malfunctions. The following defects were also noted: - grip has a scratch. - air/water cylinder has no color. - suction cylinder has no color. - switch box has a scratch. - electrical connector is dirty. - due to wear of angle wire, bending angle in up direction does not meet the standard value. - image guide protector is shaved. - adhesive around objective lens has wear. - universal cord has a scratch. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: for the event of positive in culture test: - the root cause could not be determined however, it is likely that reprocessing was insufficiently conducted. For the event of distal end corroded/foreign material adhered to distal end: - the root cause could not be determined. The foreign material could not be identified and there was no physical damage of the site confirmed. For the event of foreign material adhered to forceps elevator: - the root cause could not be determined. The foreign material could not be identified and there was no physical damage of the site confirmed. For the event of inside light guide lens was dirty: - the root cause could not be determined. The foreign material could not be identified. A slight gap generated around the light guide lens glue due to physical/chemical stress applied at the distal end allowed dirt and moisture to enter the light guide lens interior. The instructions for use (IFU) (reprocessing manual) warns on insufficient reprocessing by stating "failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 3, ¿cleaning, disinfection, and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not yet been returned at olympus regional repair center (rrc). The subject device was sent to olympus third party subsidiary for hygiene microbiological investigation (hmi) for further investigation after the device was reprocessed. The hmi results are provided and the following results are as follows : sampling results on (B)(4), 2023- the device distal end, forceps raiser found no detection of bacteria and are tested negative. Instrument /biopsy channel/ suction channel tested positive of escherichia coli (2 cfu/ml) and air/water channel tested positive of agrobacterium radiobacter greater than 20 cfu/ml. Second sampling performed on the device (B)(4), 2023. Sampling results - the device distal end, forceps raiser found no detection of bacteria and are tested negative. Instrument /biopsy channel/ suction channel tested positive of escherichia coli (1 cfu/ml) and the air/water channel tested positive of staphylococcus hominis (1 cfu/ml). As the device failed twice during the hmi inspection it was recommended to replace the possible contaminated parts and perform a third hmi inspection, after repair and final inspection. Additional information: customer provided the cleaning, disinfection, and sterilization (cds), noted that there was no patient infection. Noted no deviations or deficiencies or concerns in reprocessing. Noted that the device was not used in a procedure while waiting for the results. Device was last reprocessed on (B)(6), 2023. Storage of the device before sampling noted to be "room temperature, no storage according to rdg-e. Direct sample". The date when the unit was last used for a procedure before sampling is not available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii duodenovideoscope instrument channel and air/water channel tested positive for over 300 colony forming units (cfus) of aerobe spores . All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified directly below). Olympus will continue to monitor complaints for this device. The third hygiene microbiological investigation test result completed on (B)(6) 2023 was negative for microorganisms.